Event description:
It was reported via a call from the rn while in the intensive care unit (ICU) to the clinical support specialist (css) at 11:58 pm est due to a "system error 6 / front end failure" alarm when the pt was received into the ICU post intra-aortic balloon (iab) insertion. Prior to the call the rn had powered the pump off and then back on two times and the alarm message did not clear. The rn immediately switched the pt to another intra-aorta balloon (iabp) and there was no delay or interruption in therapy with the pt. The css suggested the rn send the iabp to biomed to be checked. The rn verified the pt is on the second iabp with no alarms. The rn has no further questions and the css provided a direct cell number is case any further assistance is required. There was no report of pt death, complications or injury. No medical / surgical interventions were required. The pt outcome is the pt is currently receiving iabp therapy successfully. An update received on (B)(4) 2013 by the biomed stated the pump is in the biomed department, but has not been evaluated yet.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.